Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this event under the medwatch program although the malfunction occurred during veterinary use. No patient injury or harm resulted from this event.

Event description:
Customer reported a falsely suppressed test result when testing a capillary blood sample from an avian subject. The leadcare ii test gave a result of 32.5 g/dl, while the confirmation result from (B)(6) was 57.6 g/dl. Magellan's technical services (ts) informed the customer that the use of leadcare ii in animal testing constitutes off-label use. Nonetheless, ts requested a copy of the confirmation result and details of the test method, but the customer could not provide either. When asked to describe the capillary blood collection method applied, the customer stated they cleaned the site with an alcohol pad, used a lancet, discarded the first drop of blood, filled the capillary tube to the black line without air bubbles, wiped off excess blood, dispensed the sample into the treatment reagent tube using the plunger, mixed by inverting 8-10 times, and applied the sample to the sensor on the "x" using the provided dropper. Ts identified a deviation from instructions: the collection site was not washed with soap and water and air-dried before collection. Regarding specimen transport, the customer reported using a purple-top microtainer (manufacturer, catalog, and lot number unknown), filled at least halfway, then refrigerated and shipped. Ts informed the customer of the FDA safety communication regarding ram scientific safe-t-fill tubes and noted that if the confirmation lab used the leadcare ii test, it could explain a falsely low result. The customer confirmed the confirmation lab does not use the leadcare ii testing system. Customer indicated that after chelation treatment, a new sample from the same avian tested at 8.7 g/dl using the leadcare ii test.